Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including tilt that causes injury and damage to the patient. The following additional information was received per the patient¿s medical records: the patient had a history of dyspnea, pulmonary emboli, and non-inclusive femoral clot. The indication for filter placement was deep vein thrombosis with pulmonary embolus and contraindication for long term anticoagulation. The filter was deployed at the l2-l3 disc space via a right femoral approach. There were no reported complications. Approximately one-month post implantation, a CT revealed much improvement from the prior study, a small pulmonary embolus in the left upper lobe pulmonary artery with additional clots seen in the left lower lobe pulmonary artery were noted. Per the note, these were also visualized on the CT scan done prior to implant, and probably represent incompletely resolved emboli. Approximately nine years and nine months post implantation, a CT scan was positive for caval perforation. The position is described as superior extent of the ivc filter is at the l2-l3 disc space and the inferior at the l4 disc space. There is no prong perforation. There is a tilt superior/left to inferior/right. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 10 years post implantation. The patient reports tilt and filter embedded other than in wall of the ivc. The patient also reports suffering from anxiety and poor blood circulation in the lower extremities.

Manufacturer narrative:
Additional information was provided and is available in: section d11 (concomitant medical products) 035 glidewire. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes dyspnea, pulmonary emboli, non-occlusive femoral clot, dvt (deep vein thrombosis) with pe (pulmonary embolus) and contraindication for long term anticoagulation. The filter was deployed at the l2-l3 disc space. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt that causes injury and damage to the patient. Approximately one-month post implant, a CT revealed improvement of the pe noted in the prior study. Approximately nine years and nine months post implant, a CT scan showed caval perforation. The position was described as superior extent of the ivc filter is at the l2-l3 disc space and the inferior at the l4 disc space. There is no prong perforation. There is a tilt superior/left to inferior/right. Per the patient profile form (ppf), patient reports tilt and filter embedded other than in wall of the ivc. The patient also reports suffering from anxiety and poor blood circulation in the lower extremities. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Circulatory insufficiency of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to tilt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt.